Manufacturer narrative:
(B) (4): evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No dropping or ejected clips were noted during evaluation. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was spitting clips out of the jaw. Another device was used to complete the case. There was no adverse consequence to the patience.